Event description:
Ous MDR - pacing threshold was above upper limit (rv lead). Lead was not in correct position, and the patient was hospitalized from (B)(6) 2014. Device was replaced with a new one, and the subject is scheduled for an unscheduled examination.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.